Manufacturer narrative:
The btt short port and the harvesting cannula were returned to the factory for evaluation. They showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities which may have contributed to the reported event. The investigation is in progress; a supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2, the device seemed to lose co2 and could not maintain an adequate tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.